Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of alarms were unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 40 days (03may2023 ¿ 12jun2023 per timestamp). Lcd faults were intermittently active from (B)(6) 2023 at 08:43:53 ¿ (B)(6) 2023 at 17:16:20. There were a total of 18 faults active; however, these faults did not persist long enough to trigger any alarms to activate. The faults cleared shortly after activating. These faults are part of normal operation. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 15jun2023 stated that the serial number of the system controller was not provided, the cause of the noise heard from the controller was unable to be identified, and no products will be returning. There were no atypical alarms found in the log file that would result in the controller to alarm. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including lcd fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient heard a noise from their system controller from time to time. Log files showed an lcd fault and a controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.